Manufacturer narrative:
On 23-aug-2021, mentor received additional information about the event. The implantation date is (B)(6) 1996. An updated explantation date of (B)(6) 2020 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported (via FDA medwatch mw5100818) that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including a sinus infection that spread to her lungs, body inflammation, burning sensation, stabbing pain, periods of being bedridden, auditory hallucinations, anxiety, palpitations, pain all over body, vertigo, swollen right breast, and swollen arms and underarms. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in 2020. This medwatch report is for the patient¿s left breast prosthesis.